Manufacturer narrative:
The customer hospital evaluated the device.

Event description:
It was reported the device cannot bootup during quality inspection. There was no patient involvement. The customer hospital recharged the device and the equipment returned to normal use. The cause of the reported problem was the device needed recharging. No repairs were performed. The device was returned to service. It has been concluded that no further action is required at this time.